Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. All other records indicate that the product was manufactured to specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product design evaluation was performed for the subject device. Helical blade coupling screw (part # 357.377, lot # 4529804) was received for the complaint ¿the helical blade coupling screw broke after the surgeon struck the back of the coupling screw with a mallet.¿ the subject shows significant use during its 12 year lifespan. The device has numerous marks, dents, and roll marks on the shaft and knob that are consistent with regular hammer strikes and use. The knob was received detached from the shaft. This complaint condition is confirmed, and the most probable root cause of this complaint is either off axis hammering or hammering while not fully threaded, coupled with use over time. The helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. The associated drawings for the subject device were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint condition is confirmed, and the most probable root cause of this complaint is either off axis hammering or hammering while not fully threaded, coupled with use over time. The subject device's design did not cause the complaint. Because of this, the complaint is determined not to be a design deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a right leg trochanteric fixation nail procedure, performed on (B)(6) 2015, the helical blade coupling screw broke after the surgeon struck the back of the coupling screw with a mallet. A pair of vice grips were used to unscrew and remove the partially implanted cylindrical portion of the device. The surgery was successfully completed with a 5 - 10 minute delay. There was no harm to the patient; the patient status was reported as "good". This report is 1 of 1 for (B)(4).